Event description:
Healthcare professional reported that "patient presents pain on the right breast and pain to mobilize the right upper limb." MRI detected cysts and water droplets "inferring loss of permeability." The device was explanted and "integral but deformed prosthesis + capsular contracture" was confirmed. Patient reported baker grade of iii.

Manufacturer narrative:
Reason for reoperation included capsular contracture, baker grade iii.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast asymmetry, and capsular contracture, baker grade unknown. (B)(6).

Event description:
Healthcare professional reported right side "rupture", "breast asymmetry" and "contracture" baker grade unknown. Device remains implanted.